Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, when about to staple vessel towards end of dissection and removal of kidney, reload was clamped over vessel, green button fired but could not engage the handle to begin the firing. Due to being clamped over vessel, surgeon used additional ports placed in abdomen to allow a clip applied to be inserted to legate the vessel before product removed. Surgical intervention was done and surgical time was extended due to issue with firing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.